Event description:
User facility reported a uterine perforation in the "posterior endometrial lining", seen on hysteroscopy. In 2008, the physician reported she had difficulty seating the first disposable novasure (ns) device and had unsuccessful cavity integrity assessment (cia) tests with the second device. She reported she does not know whether the sound (not a hologic device) or the disposable devices caused the perforation but noted the uterus was "very retroverted" and reported "that was most likely the problem". She reported that when viewing the uterus, "I had some indication of a perforation but I could not be sure". Additionally, the physician reported no treatment was needed for this event and the patient was discharged home that day. The physician reported she saw the patient in her office the next day, and she was "fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the precautions section: patients with a severely retroverted uterus are at greater risk for uterine perforation during any uterine manipulation. According to the instructions for use (IFU), under the warning section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.